Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005 indicative of an open circuit condition during shock delivery on this right ventricular (rv) lead. Technical services (ts) reviewed the device data and noted high out-of-range shock impedance measurements. Ts recommended further testing and a commanded shock to assess whether lead replacement may be necessary. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead delivered a shock that successfully converted a ventricular tachycardia (vt) episode. However, this rv lead recorded high out of range shock impedance measurements following the shock delivery. Subsequently, this rv lead was surgically abandoned. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005 indicative of an open circuit condition during shock delivery on this right ventricular (rv) lead. Technical services (ts) reviewed the device data and noted high out-of-range shock impedance measurements. Ts recommended further testing and a commanded shock to assess whether lead replacement may be necessary. No adverse patient effects were reported. This rv lead remains in service.